Event description:
The patient's spouse reported that the ins was removed shortly after implant in 2005 due to an unspecified illness with symptoms of fever and discoloration over the ins. The patient symptoms disapeared following device removal. The spouse provided that the patient may have been allergic to product materials and continues to suffer unexplained fever for the past year. A CT scan performed recently revealed the scs leads remained implanted. The patient and spouse thought all scs components been removed. Pus had formed where the extension device exited the body during the scs trial phase. The representative redirected the patient to report symptoms to the hcp and to request an allergy test kit be ordered by the phyisician. The device has not been returned to the manufacturer for analysis. Additional information has been requested from the physician. A follow-up report will be sent if additional information becomes available.